Event description:
The pacemaker involved in this complaint was interrogated on (B)(6) 2013, in it's box and it was found in standby mode (backup mode). An analysis is requested.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.